Event description:
The customer reported that white blood cell (wbc) and platelet (plt) were failing startup on the coulter act diff analyzer. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone and advised the customer to bleach the baths. The customer performed the recommended troubleshooting action but the instrument continued to fail plt. The customer then noted that approximately 1 ml of clear fluid leaked from the probe of the instrument. The customer was wearing personal protective equipment consisting of gloves and gown at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced a worn probe wipe block tubing to resolve the leak. (B)(4).